Event description:
It was reported that stent damage occurred. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, it was noted that some of the stent struts were sticking out. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(D4) lot number: updated to 0026305729. (D4) expiration date: udpated to 10/28/2022. (G1) MFR site facility name: updated to boston scientific corporation. (H4) device manufacture date: updated to 10/28/2020. Device evaluate by MFR.: synergy 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found multiple struts in a lifted state between mid-section and proximal end. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when removed, it was noted that some of the stent struts were sticking out. The procedure was completed with different device. No patient complications were reported.